Event description:
The customer observed falsely reactive chagas results on the prism analyzer. The following data was provided: sid (B)(6) was initially reactive (2.52 s/co) then repeatedly reactive when retested in duplicate (2.97, 1.80 s/co) and confirmed negative on another method. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. The full sid is (B)(6).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of device history records, review of labeling and review of field clinical specificity data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. An analysis of the field data reported to the prism metrics database for abbott prism chagas reagent lot 23242m501 and base lot 23242m500, which contains the same material contributing to product performance was analyzed. A total of (B)(4) samples had been tested for these lots across multiple customer sites at the time of the review. The overall initial and repeat reactive rates were calculated to be 0.15% and 0.12%, respectively. These initial and repeat reactive rates were less than the abbott prism chagas package insert ((B)(4)) upper 95% confidence intervals of 0.28% and 0.23%, respectively. As a result, the lot is meeting labeling claims for clinical specificity. Based on the results of this investigation, no malfunction or deficiency was identified.